Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device: 5076 implantable pacing lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that there was insulation failure, low impedances, and increased thresholds on the right atrial (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the full lead was returned, analyzed and the inner tubing of the lead developed a breach due to a depression while in vivo. The proximal conductor of the lead became distorted at the first rib/clavicle location while in vivo. It was noted there was blood on the proximal conductor of the lead, it was not obstructed and there was blood on the distal conductor of the lead and it was obstructed. The inner insulation and outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. It was also noted the outer insulation of the lead developed a breach due to a depression while in vivo. The inner tubing of the lead was observed to have blood ingression, while the inner and outer insulation of the lead were observed to have blood ingression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.